Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse set up system for test drive and completed and was unable to replicate the issue; there were no errors found. Electrical and mechanical adjustments were made to correct the reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer contacted the intuitive technical support engineer (tse) to report that the universal surgical manipulator (usm) rotated itself all the way around. Customer had to undock and rotate it back to normal position. It occurred when usm was not being used and during use as well. The procedure was completed with no reported injury.